Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.